Manufacturer narrative:
This device is not distributed in us so that 510k# is blank. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the insertion flexible tube steel braid piercing . Based on the result, we concluded that it was caused due to the physical damage applied on the insertion flexible tube. In addition, our technician confirmed that the lg air/water socket cylinder loose. However, this defect is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.